Event description:
Further follow-up revealed that the reported events have resolved. The pt does not experience any adverse events when using magnet mode stimulation to abort tonic-clonic seizures.

Event description:
Reporter indicated that the vns device was deactivated in 2004 due to stomach problems and ulcers were diagnosed. The vns device was then turned on again in 2005. The device settings were increased in 03/2005. Two months later, the device was turned off again due to severe weight loss, diarrhea, and cramps. The magnet mode was left on because it helps abort the pt's tonic/clonic seizures. The pt's stomach problems have since gotten better. Report is incomplete because event was recently reported to manufacturer's dept responsible for complaint investigation and medical device reporting. Therefore, the event investigation has just begun.